Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scrathes on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No other error alarms noted in the alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 475 mg/dl. The motor error occurred while the customer was administering a bolus. Customer confirmed that no significant events lead up to the motor error alarm. Troubleshooting was initiated for the motor error alarm, and the customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.